Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio found a disconnection between the therapy pcb at the j23 pcb mounted jack connector and therapy connector to be the cause of the reported problem. Once the connection was re-established, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that when responders attempted to monitor the pt via the quik-combo therapy cable, it failed to detect the connection and alerted the user to connect the cable. The pt was then successfully transported to the hosp. There was no adverse effects to the pt due to the device use. There were no further details on the event and/or pt provided.